Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis. Treatment was not reported. The patient was discharged from the hospital and recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed on potential lot numbers gd893875 and gd894014 and no issues were detected during the manufacturing of these batches. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).